Event description:
This supplemental report is being filed to provide additional information that the shock impedance was greater than 400 ohms. The patient was being checked when it was discovered that the weekly low impedance shock measurements were greater than 400 ohms for the last four days. There was noise on the electrograms. Back in 2022, there was one impedance reading of just one ohm. There was noise detected in the alternate sensing vector. The sensing vector was changed in 2022 to the primary vector. There is noise in the primary sensing vector today. The patient went to the hospital for a system check, and it was reported that the electrode had retracted toward the pocket. The patient had confirmed that they may have manipulated the device over time. The doctor plans to replace both electrode and device. There were no known adverse patient effects. The system remains implanted. It was reported that the patient had two inappropriate shocks due to oversensing of noise. The shock impedance was high but within normal limits. The shocks occurred in the alternate sensing vector, so the clinic may reprogram the sensing vector to address this. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the shock impedance was greater than 400 ohms. The patient was being checked when it was discovered that the weekly low impedance shock measurements were greater than 400 ohms for the last four days. There was noise on the electrograms. Back in 2022, there was one impedance reading of just one ohm. There was noise detected in the alternate sensing vector. The sensing vector was changed in 2022 to the primary vector. There is noise in the primary sensing vector today. The patient went to the hospital for a system check, and it was reported that the electrode had retracted toward the pocket. The patient had confirmed that they may have manipulated the device over time. The doctor plans to replace both electrode and device. There were no known adverse patient effects. The system remains implanted. It was reported that the patient had two inappropriate shocks due to oversensing of noise. The shock impedance was high but within normal limits. The shocks occurred in the alternate sensing vector, so the clinic may reprogram the sensing vector to address this. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise. The shock impedance was high, but within normal limits. The shocks occurred in the alternate sensing vector, so the clinic may reprogram the sensing vector to address this. There were no additional adverse patient effects. The system remains implanted.